Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error message when trying to interrogate a patient¿s device and the programmer would not power down. Another programmer was used to interrogate the device. The caller was advised to disconnect the power cord and then remove the battery to power cycle the programmer. The error cleared after powering back on. The programmer was restored. No patient complications have been reported as a result of this event.